Event description:
Covidien received information stating that while in use on a patient an 840 ventilator had a loss of communication between the graphic user interface (gui) and the breath delivery unit (bdu). The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The customer reported to have not duplicated the alleged malfunction. The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone, tse recommended to reset the bd to gui cable and call back if the device gives additional errors. Covidien was not authorized to service the device.